Event description:
Boston scientific received information that this right ventricular (rv) lead at initial implant exhibited noise and was difficult to insert into the device header. A new device was used and the noise was no longer present. Several days later the lead no longer paced when required. A revision procedure was done which alleviated the issue. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.